Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited an infection. As a result, the crt-d device, the right atrial (ra) lead and the right ventricular (rv) lead were explanted. It was noted that this left ventricular (lv) lead was unable to be extracted and it will be removed when the patient undergoes an aortic valve replacement. In addition, a new rv lead was temporarily implanted. It was subsequently reported that the patient passed away approximately eight hours after the surgical procedure due to complications. It was indicated that the extracted products will not be returned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).